Event description:
It was reported that the lead integrity alert triggered due to oversensing and noise on the right ventricular lead. The lead also had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224drg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).